Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of a burr on the end of the tip that caused a tear in posterior capsule; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. One photo was reviewed by the investigation site. The photo shows the distal end of the irrigation aspiration tip with plastic protrusion. The reported issue of plastic protrusion is confirmed; however, whether the protrusion is outside of allowable manufacturing specification cannot be confirmed from the photo review. Based on the evaluation of the information and photo received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery ophthalmic tip has a bur on the end of the tip that caused a tear in posterior capsule and resulted in vitrectomy. The current status of the patient was unknown. Additional information has been requested but is not available at the time of this report.